Event description:
The subject programmer opened directly on bios. The f1 button of the keyboard had to be pressed to restart it. However, the programmer was blocked on initialization mode. After several trials, the programmer still opened on bios. The programmer will be returned for analysis.

Event description:
Reportedly, the subject programmer opened directly on bios. The f1 button of the keyboard had to be pressed to restart it. However, the programmer was blocked on initialization mode. After several trials, the programmer still opened on bios. The programmer will be returned for analysis.

Manufacturer narrative:
Upon reception of the subject programmer, the reported behavior could be reproduced. It was most likely caused by a bad contact of a component.

Event description:
Reportedly, the subject programmer opened directly on bios. The f1 button of the keyboard had to be pressed to restart it. However, the programmer was blocked on initialization mode. After several trials, the programmer still opened on bios. The programmer will be returned for analysis.